Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2020-00461. It was reported the patient was only getting muscle stimulation. In turn, reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2019 during which one lead was repositioned. It is unknown which lead was repositioned, so both are being reported. It was noted the problem persisted post-operatively.